Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files confirmed the reported issue but did not identify a cause for the depleted battery pack. The customer was issued to a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed.